Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was not found. The customer¿s blood glucose level was 180 mg/dl at time of incident. The customer reported that this was not the first time that she got a sensor with no electrode and was frustrated that this keeps happening with sensors from different boxes. The sensor will not be returned for analysis.